Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is dramatically bent on two planes. No suture or ts remain on the insertion needle or were returned. The actuator is in its t2 post-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle..

Event description:
It was reported that during a meniscus repair surgery a t2 pre deployment occurred. No patient injuries or significant delay were reported. Back-up device was available to complete the surgery. T1 was removed and cut free from the patient's joint.

Event description:
It was reported that during the surgery a t2 pre deployment occurred. No patient injuries or significant delay were reported. Back-up device was available to complete the surgery. T1 was removed and cut free from the patient's joint.